Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter kinked and broke. The lesions being treated were in the mid and distal right coronary artery (rca). A cypher 3.0mm x 18mm stent was deployed in the distal rca and another cypher 3.0mm x 18mm was deployed in the mid rca. After ivus imaging, the cypher in the mid rca was not fully dilated, therefore, the quantum maverick monorail ptca catheter was used for post dilatation. The lesion was dilated to 20atms on the first inflation and was withdrawn. The hub of the quantum maverick monorail ptca catheter knocked against an obstruction on the procedure table and hypotube kinked 15cm behind the hypotube connection. When the physician attempted to fix the kink, the hypotube broke. No resistance was met during withdrawal. The procedure was sucessfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.